Event description:
The following was reported by the pt: pt had a composix kugel mesh implanted to repair a ventral hernia in 2006. He reported that shortly after the procedure he had what he describes as a "knot" at the site, and pain when pressure was placed on his abdomen. Due to severe pain and other difficulties a procedure was performed by another surgeon to explant the device. The mesh was "balled up looped around the colon and adhered to the bowel." The mesh was dissected from the bowel. The explanting surgeon told him that the mesh had been sutured only in a couple of places and that was why it had come loose. The surgeon placed another mesh that was sutured completely around.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for eval. This MDR includes all pt, event and device information davol has received to date. Based on the information provided, we are unable ot determine whether the device may have caused or contributed to the reported event. The pt reports undergoing an explant nearly six years post implant. The pt alleges the mesh was "balled up" upon explant and the surgeon told him that the mesh had been sutured only in a couple of places and that was why it had come loose. Based on the information provided, the pt developed a recurrence which is a known adverse event listed in the IFU. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for eval and pt medical records have not been provided. With the available information, no conclusion can be drawn.